Manufacturer narrative:
U.s. Reporting agent notified on (B)(4) 2014. Manufacturing site eval: samples received: 1 open pouch. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. There are no previous complaints of this code/batch. There are no units in our stock. We have received one open and empty sample of novosyn. There was no needle nor thread inside. Observing by the microscope, we can see that there are marks of needles on the support cardboard. These marks show that there were needles inside the pack. In review of the info obtained, we consider this complaint as not corresponding (not justified). Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). Empty package.